Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info rec'd. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. It appears the pt developed an infection following the implant of the composix kugel mesh. Although there are no culture reports provided, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the mfg records was performed including a review of sterility records and there was no evidence of a mfg related cause for the reported event. Additionally, the mesh was not explanted. With the currently available info, no conclusion can be drawn. See MDR 1213643-2012-00420 for info related to the composix kugel mesh implanted on (B)(6) 2006.

Event description:
The initial attorney report alleged pain, wound bleeding, adhesions and partial explant after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2006 - pt underwent repair of an incarcerated incisional hernia with composix kugel mesh. On (B)(6) 2006 - pt underwent repair of a large ventral hernia with a second composix kugel mesh. Lysis of adhesions was performed. The previously placed composix kugel mesh was noted to be "wrinkled"; 80-90% of the mesh was removed. On (B)(6) 2006 - pt underwent excision of necrotic areas and adipose tissue. A wound vac was placed. On (B)(6) 2006 - pt underwent pulsed lavage to irrigate wound. On (B)(6) 2006 - pt underwent pulse lavage to irrigate wound and closure of the wound. Cultures noted to be negative to this point. On (B)(6) 2006 - pt underwent excision of necrotic areas and adipose tissue. A wound vac was placed. On (B)(6) 2007 - pt underwent CT guided cyst aspiration; brownish fluid was aspirated from the fluid collection in anterior abdominal wall. On (B)(6) 2007 - pt underwent guided needle biopsy. There is a complex uninoculated mass in the anterior abdominal wall. Fluid was aspirated from the mass which is consistent with seroma with areas of fibrosis within the seroma.